Manufacturer narrative:
The device was received with the cannula deployed. No issues were found in the device that would result in the needle deploying late. Pod download data showed that it completed first and second priming. Although no issues were noted with the needle mechanism, it could not be determined when the needle got deployed. A root cause for the reported needle deploying late could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for less than an hour the cannula had deployed late. The patients reported blood glucose level was 77 mg/dl. The patient removed the pod from the infusion site.